Event description:
The dxc 600 generated one false high tg result of 563 mg/dl on one patient sample. The result was not reported outside of the lab. There was no impact to patient treatment. The customer reran the patient sample twice and obtained results of 105 g/dl and 108.3 mg/dl. The customer reported the 108 mg/dl value (sample ID: 001330201, female).

Manufacturer narrative:
The field service engineer (fse) replaced the reagent syringe drive assembly (255579, 3-way valve included). He also replaced all probes including the reagent probes (a15931); cc sample probe (389375)] and cc sample probe collar wash (472897). Per customer follow-up on (B)(6) 2013, the customer confirmed that the instrument resumed to its normal operation. The manufacturer's reference # for this event is (B)(4).